Event description:
Advocate (B)(6) hospital pharmacy has started using chemo clave closed system transfer device products (genie, spinning spiros) for associate safety w/ chemotherapy preparation and admin in (B)(6) 2011. We have had several problems w/ various parts of these systems from ICU medical inc: leaking, breaking etc. We have reported each to the MFR via the ICU medical rep. I reported a malfunction with the spinning spiros which occurred (B)(6). Temsirolimus 25mg ivpb prepared for pt fb and delivered to unit. Rn had just begun setup, but did not begin any infusion, and came to pharmacist w/ broken spinning spiros (crackedat seam). She did not force the spiros. Spinning spiros closed male connector with cap from ICU medical lot 07498-sl 2017-08 was attached to the end of tubing. We had to transfer the expensive temsirolimus to another bag - - was difficult to do. New ivpb was not sent up w/ another spinning spiros. These closed systems are supposed to aid w/ safety and decrease risk of exposure to hazardous medications. However, when the leak, crack and break, they are putting associates and event pt at risk. Fortunately no leakage in this case. Reason for use: renal cell ca; for protection of assoc prep and admin. (B)(4).